Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (wife) for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016, 10:00am. The reporter detailed that the patient obtained alleged inaccurate high blood glucose results of "322, 289 and 314mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter claimed that the patient takes a combination of medications to manage his diabetes including "atorvastatin (cholesterol), amlodipine, losartan, aspirin, cinnamon, erythrocin, sucralfate, carvedilol, doxazocin within 5 hours of the episode. Taken the morning prior, customer was on ranitidine, januvia, ester-c multivitamin." The reporter stated that on (B)(6) 2016 around 6pm the patient decreased his dose of insulin as a result of the alleged product issue. The reporter stated that on (B)(6) 2016 the patient developed symptoms of "blurred vision, drowsy (as if drunk) and hungry"and at 2:45am emergency medical services (ems) were called and the patient was treated with IV glucose by a healthcare professional (hcp). The reporter stated that between 2:45 and 3:30am the patient obtained a blood glucose result of 121 on the ems meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. The patient did not have control solution to conduct a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a hcp after the alleged device issue occurred.